Manufacturer narrative:
Approximate age of device- 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported there was a pump stoppage while the device was connected to the power module. The controller in use was exchanged due to a prolonged pump stop alarm and the patient had their device connected to battery power following the controller exchange. Technical services reported this was indicative of a percutaneous lead short to shield. The customer requested two ungrounded patient cables. No additional information was provided.

Manufacturer narrative:
Follow-up type was inadvertently omitted in the previous report. The previous report was additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log files. The log file contained approximately 52 days of data, spanning from 19oct2018 05:06 to 10dec2018 11:31, which captured routine power changes until (B)(6) 2018 11:28, when a low-speed event and pump stops were captured. The pump stops continued for the remainder of the log file, until external power was removed, consistent with the reported that the controller was exchanged. The low-speed and pump stop events appeared to occur while the patient was supported by the patient cable and power module. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.